Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A 2.00 mm x 10 mm flextome¿ cutting balloon¿ was selected for use. During procedure, the balloon was inflated in the lesion area. However, it was noted that the balloon ruptured before reaching the nominal pressure. The procedure was completed using a different device. No patient complications were reported.